Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported changing pump supplies every 3 days and sometimes reusing insulin from old cartridges. Customer was instructed not to remove residual insulin from old cartridges, and was informed that trusteel infusion sets should be changed every 2 days per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 100-230 mg/dl.